Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MFR#: 2134265-2011-01403. It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the femoral. The 50% stenosed target lesion was located in the severely calcified and moderately tortuous iliac artery. Two express biliary ld stents were implanted during this procedure (8.0x30x75cm and 8.0x40x75cm). Resistance was encountered during insertion of both stent delivery systems (sds). The stents were deployed successfully in the lesion; however, the physician felt the balloons ruptured as the balloons deflated quicker than normal. The procedure was completed with these devices. No patient complications were reported and the patient's status is fine.